Event description:
It was reported force sensor error. No patient injury reported.

Manufacturer narrative:
The device was received with all the seals intact in and good condition with no appearance of any physical damaged. The history log showed force sensor error. The device was tested using the power up process, check and test force sensor. Force sensor test error was found at power up and unable to calibrate the force sensor. Combination of broken screw-boss on left plunger case and force sensor does not operate as intended. The root cause was unable to determine. The tech replaced force sensor and left plunger case. Performed power up process and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.